Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced leakage. The following information was provided by the initial reporter: pt. IV tubing was leaking causing the sheets to then be saturated.

Manufacturer narrative:
Investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 1953 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 28-sep-2022. Medwatch report # (B)(4). Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced leakage. The following information was provided by the initial reporter: pt. IV tubing was leaking causing the sheets to then be saturated.